Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004485144-2016-00257.

Event description:
After drilling a hole into the vertebral body for the screw, the surgeon removed the trial guide, placed the plate into the patient, and found the last drilled hole did not align properly with the hole in the plate. The surgeon needed to remove the plate and replace it with a longer plate, then drill a new hole for the screw. No adverse event was reported. This is report two of two for this event.